Manufacturer narrative:
Upon review of the complaint record, by the engineering team, it was found that the hematoma occurred during a sheath transfer prior to pump insertion. Therefore, the hematoma was removed from the coding of the pump ip. A new ip was created for the introducer to capture the hematoma at the access site. The insertion kit is addressed under manufacturer report number (mwr-(B)(4).

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported patient had a cp pump placed for the support of a patient admitted in with ventricular fibrillation arrest, acute myocardial infarction with cardiogenic shock and coronary microvascular disease. The pump was placed and was supporting despite the purge cassette failing and replaced due to de-airing. The patient also developed a hematoma and hemolysis. The pump was explanted and escalated to the 5.5 pump after 2 days.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: no product returned. Mechanical interaction with blood - after pump implant, within 8 hours of pump implant, patient noted to have red urine with a lactate dehydrogenase (ldh) of 1524. Pump positioning noted to be correct and no known troubleshooting efforts were noted. Within 10 hours, patient urine noted to be yellow. Ldh not collected for remainder of pump usage. Data logs show suction alarms occurring around the time hemolysis was noted. No suction alarms occur after the p-level was reduced below p-7 and no suction alarms occur after hemolysis noted to be resolved. The cause of the mechanical interaction with blood was most likely patient condition related due volume issues as suction alarms occurred at p-7 around the time hemolysis was noted. The pump passed all post sterile inspection checks.